Event description:
Pt experiencing increased spasticity. No response with increased dosages. New pump implanted with successful therapeutic response. Device returned for analysis reported as "malfunction in generator."

Manufacturer narrative:
4/6/1998: g9 - MFR report number has been corrected here and in header on page 1.